Event description:
It was reported that a cgm error occurred, specifically error 42, related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions for a complete pump reset, and the caller was guided through this process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.